Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. (H3): the cause of the patient's condition of seromas with treatment of drainage and debridement, and wound dehiscence as related to the devices cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition. Hypertension is known to cause wound healing difficulties due to impairment of delivery of oxygen and nutrients for tissue repair. There is no mention of, or indications of device malfunction. There was no revision of devices per the information provided. These devices are used for treatment not diagnosis.

Manufacturer narrative:
The cause of the patient's condition of seromas with treatment of drainage and debridement, and wound dehiscence as related to the devices cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition. Hypertension is known to cause wound healing difficulties due to impairment of delivery of oxygen and nutrients for tissue repair. There is no mention of, or indications of device malfunction. There was no revision of devices per the information provided. These devices are used for treatment not diagnosis.

Event description:
As reported by the exactech egps level 1 clinical study, the 74 y/o patient present with infection approximately 1 month and 25 days post left tka implantation in late 2023. The following actions were taken: knee seroma was diagnosed, debrided in the operating room for the first time as stated above. Then in early 2024, new debridement of knee seroma (second) and visited for consultation with wound and knee in good condition. Approximately 4 days later, he spontaneously attended the ccee due to wound dehiscence in the left knee, it was sutured with staples and a compressive bandage was performed. One week later, staples are removed and wound looks good. Another week following, new seroma debridement (third) - earlier suture removed, wound looks good. Approximately 1 month and 10 days later, patient goes for check-up, left knee with good clinical appearance. The outcome of this event is now considered resolved and the clinical report indicates that this event is definitely not related to the device and/or to the procedure.